Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump intermittently powered on with the test battery cap to a dim discolored display. The test battery cap was unable to fully tighten. A battery compartment crack was observed from the thread area to the case seal. The battery compartment threads were damaged. Evidence of moisture contamination was observed inside the battery compartment. A cover crack was observed between the corner of the display lens and the case seal. A leak test showed a leak at the battery compartment crack. The pump¿s casing was removed, and no evidence of additional moisture was observed inside the pump. The "intermittent power" condition was concluded to be due to the battery cap/compartment damage and moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.